Event description:
It was reported that during a pci procedure, the quantum maverick monorail balloon ruptured. The location of the calcified lesion is unknown. The lesion was initially pre-dilated with another manufacturer's balloon after which, a stent was deployed. The quantum maverick monorail balloon was used to post-dilate the stent. The initial inflation was to 12 atms. During the second inflation to 18 atms, the balloon ruptured after 20 seconds. The procedure was completed with another quantum maverick monorail balloon catheter. There were no reported patient complications. Patient status listed as "good".

Manufacturer narrative:
The device was disposed of at the user facility, thus a returned device analysis could not be conducted. The cause of the difficulties stated in the complaint could not be determined. The manufacturing records for top assembly batch 9269895 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The root cause of the event could not be determined.